Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Note: the patient received two leads from the same lot number. It was reported the patient receives ineffective stimulation. As a result the patient is no longer using the system. The patient has an appointment with a physician to discuss explant surgery.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient consulted with her physician and surgical intervention is planned to address the issue.